Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('profuse bleeding / uncontrolled bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the same time of essure insertion" in 2013. In 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion hospitalization). In 2020, the patient experienced arthralgia ("joint pain"), sleep disorder ("sleep issues"), depression ("depression"), anxiety ("anxiety"), pruritus ("itching"), libido disorder ("changes in sexual drive") and sexual dysfunction ("changes in sexual performance") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menopausal symptoms ("menopausal symptoms") and pain ("pain") and was found to have ultrasound ovary abnormal ("(more than once) ultrasound technicians are unable to find one ovary"). At the time of the report, the genital haemorrhage, arthralgia, sleep disorder, depression, anxiety, pruritus, libido disorder, sexual dysfunction and weight increased outcome was unknown and the menopausal symptoms, pain and ultrasound ovary abnormal had not resolved. The reporter considered anxiety, arthralgia, depression, genital haemorrhage, libido disorder, menopausal symptoms, pain, pruritus, sexual dysfunction, sleep disorder, ultrasound ovary abnormal and weight increased to be related to essure. The reporter commented: the consumer stated she expelled a baseball sized clot during a job interview. She was currently on medical leave. She would sue bayer. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one ovary not seen. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('profuse bleeding / uncontrolled bleeding / excessive bleeding'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / fallopian tubes perforation'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the same time of essure insertion" in 2013 and device ineffective "device ineffective". In 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion hospitalization). In 2020, the patient experienced arthralgia ("joint pain"), sleep disorder ("sleep issues"), depression ("depression"), anxiety ("anxiety"), pruritus allergic ("allergic reactions / itching"), libido disorder ("changes in sexual drive") and female sexual dysfunction ("changes in sexual performance") and was found to have weight increased ("weight changes / weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), menopausal symptoms ("menopausal symptoms"), pelvic pain ("pain / chronic pelvic pain"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth ioss"), mood altered ("mood changes"), abdominal pain ("chronic abdominal pain") and back pain ("chronic back pain"), was found to have ultrasound ovary abnormal ("(more than once) ultrasound technicians are unable to find one ovary") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, fallopian tube perforation, uterine perforation, perforation, arthralgia, sleep disorder, depression, anxiety, pruritus allergic, libido disorder, female sexual dysfunction, weight increased, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered, pregnancy with contraceptive device, abdominal pain and back pain outcome was unknown and the menopausal symptoms, pelvic pain and ultrasound ovary abnormal had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido disorder, menopausal symptoms, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, pruritus allergic, sleep disorder, tooth loss, ultrasound ovary abnormal, uterine perforation and weight increased to be related to essure. The reporter commented: she expelled a baseball sized clot during a job interview. She was currently on medical leave. She would sue bayer. The patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Discrepancy noted regarding essure insertion date (2013 and (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one ovary not seen. Lot number:c51348 manufacturing date: 2014-05 expiration date: 2017-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('profuse bleeding / uncontrolled bleeding / excessive bleeding'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / fallopian tubes perforation'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the same time of essure insertion" in 2013 and device ineffective "device ineffective". In 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion hospitalization). In 2020, the patient experienced arthralgia ("joint pain"), sleep disorder ("sleep issues"), depression ("depression"), anxiety ("anxiety"), pruritus ("allergic reactions / itching"), libido disorder ("changes in sexual drive") and female sexual dysfunction ("changes in sexual performance") and was found to have weight increased ("weight changes / weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), menopausal symptoms ("menopausal symptoms"), pelvic pain ("pain / chronic pelvic pain"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth ioss"), mood altered ("mood changes"), abdominal pain ("chronic abdominal pain") and back pain ("chronic back pain"), was found to have ultrasound ovary abnormal ("(more than once) ultrasound technicians are unable to find one ovary") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, fallopian tube perforation, uterine perforation, perforation, arthralgia, sleep disorder, depression, anxiety, pruritus, libido disorder, female sexual dysfunction, weight increased, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered, pregnancy with contraceptive device, abdominal pain and back pain outcome was unknown and the menopausal symptoms, pelvic pain and ultrasound ovary abnormal had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido disorder, menopausal symptoms, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, pruritus, sleep disorder, tooth loss, ultrasound ovary abnormal, uterine perforation and weight increased to be related to essure. The reporter commented: she expelled a baseball sized clot during a job interview. She was currently on medical leave. She would sue bayer. The patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Discrepancy noted regarding essure insertion date (2013 and (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one ovary not seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: reporter¿s information was updated and a new reporter was added. Removal date and essure lot number (c51348) were provided. The event pain nos was updated and recoded to chronic pelvic pain female, and the events fallopian tube perforation, uterine perforation, perforation of organ, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood changes, pregnancy with contraceptive device, device ineffective, abdominal pain and back pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("profuse bleeding / uncontrolled bleeding / excessive bleeding"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / fallopian tubes perforation"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in an adult female patient who had essure inserted (lot no. C51348). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("ablation at the same time of essure insertion") and device ineffective ("device ineffective"). The patient had a medical history of abdominal pain, menses irregular, parity 2, gravida ii, stomach pain, hemorrhoids, rectal pain, constipation, anxiety, visual disturbances, left lower quadrant pain, flank pain, bipolar disorder, hypertension, hypothyroidism, ovarian cyst, low back pain, cramp in lower abdomen, parity 2, gravida ii and pelvic pain female. Previously administered products included: iud nos. Concurrent conditions were listed as dizziness, tinnitus, psoriatic arthritis, bloating, migraine, nausea, urinary frequency, urgency urination, dysuria, vaginal bleeding and abnormal uterine bleeding. Concomitant products included cipro (ciprofloxacin lactate) since (B)(6) 2017, hydromorphone hydrochloride since (B)(6) 2017, eltroxin (levothyroxine sodium), escitalopram (escitalopram oxalate), topiramate, amlodipine (amlodipine besilate), losartan (losartan potassium), aspirin (acetylsalicylic acid, acetylsalicylic acid) and synthroid (levothyroxine sodium). In 2013, the patient had essure inserted. In 2020 she experienced arthralgia ("joint pain"), sleep disorder ("sleep issues"), depression ("depression"), anxiety ("anxiety"), pruritus allergic ("allergic reactions / itching"), libido disorder ("changes in sexual drive") and female sexual dysfunction ("changes in sexual performance") and was found to have weight increased ("weight changes / weight gain"). On unknown date she experienced genital haemorrhage (seriousness criterion hospitalisation), fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), menopausal symptoms ("menopausal symptoms"), pelvic pain ("pain / chronic pelvic pain"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth ioss"), mood altered ("mood changes"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain") and back pain ("chronic back pain") and was found to have ultrasound ovary abnormal ("(more than once) ultrasound technicians are unable to find one ovary"). At the time of the report, the menopausal symptoms, pelvic pain and ultrasound ovary abnormal had not resolved. The outcomes for genital haemorrhage, fallopian tube perforation, uterine perforation, perforation, arthralgia, sleep disorder, depression, anxiety, pruritus allergic, libido disorder, female sexual dysfunction, weight increased, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered, pregnancy with contraceptive device, abdominal pain and back pain were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido disorder, menopausal symptoms, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, pruritus allergic, sleep disorder, tooth loss, ultrasound ovary abnormal, uterine perforation and weight increased to be related to essure administration. The reporter commented: she expelled a baseball sized clot during a job interview. She was currently on medical leave. She would sue bayer. The patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Discrepancy noted regarding essure insertion date (2013 and (B)(6) 2015). Both ostia were identified. The essure was done first. The left tube on the patient was done first and after deployment there was one coil was visible in the uterine cavity. Then the patient's right side was done and after deployment two coils were visible in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2016: findings: essure devices noted in the fallopian tubes. Impression: fatty liver infiltration. No definite pancreatic pathology identified. If there remains clinical concern, suggest an ultrasound pr MRI of the pancreas for further evaluation. Non specific subcentimeter lymph nodes in the retroperitoneum and the mesentery. Adnexal structures are likely of ovarian origin. [Pathology test] on (B)(6) 2019: specimens: uterus, cervix and fallopian tubes. Gross description: essure coil on the right is inadvertently severed. A portion of right essure coil is visualized in the mid-portion of the scarred myometrium. Incremental sectioning revealed that both essure coils are located in the proximal third of each fallopian tube as evidenced by gritty sensation on cutting (metal to metal). The coils within the tubes are not visualized. The proximal two-thirds of each fallopian tube do not contain. Any portion of the coil. Diagnoses: uterus: - cervical transformation zone negative: for dysplasia - mild endometrial scarring - endometrium and fallopian tubes unremarkable - essure coils identified and preserved for study purposes - negative for malignancy [ultrasound pelvis] on (B)(6) 2016: clinical indication: history of ovarian cysts - presents with typical discomfort in llq (left lower quadrant) the uterus is within the limits of normality. Essure coils in position. Both ovaries within normal limits with no abnormal cystic or solid ovarian mass lesions seen. Impression: ultrasound study did not reveal any noteworthy abnormality; on (B)(6) 2019: findings: uterus: there was a linear structure near the right ureteral tubal junction. The left-sided coil was not well visualized. Impression: endometrial thickness within normal limits. A cause for the patient's symptoms is not clear. The left tubal coil was not identified on ultrasound [ultrasound scan] on (B)(6) 2017: impression: there is moderate hepatic steatosis. The gallbladder is thin walled and contains no definite stones. No features of cholecystitis. No biliary dilatation; on (B)(6) 2019: clinical indication: pain and tender epigastric and right upper quadrant opinion: 1. No acute sonographic abnormalities. Specifically. Gallbladder is normal. 2. Nonspecific echogenic liver suspect hepatic steatosis; (date unknown): one ovary not seen lot number:c51348 manufacturing date: 2014-05 expiration date: 2017-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Lab data including (surgical pathology test) data added. Concomitant drugs, medical history, concomitant drugs added. Essure insertion date updated. Patient information updated. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('profuse bleeding / uncontrolled bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the same time of essure insertion" in 2013. In 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion hospitalization). In 2020, the patient experienced arthralgia ("joint pain"), sleep disorder ("sleep issues"), depression ("depression"), anxiety ("anxiety"), pruritus ("itching"), libido disorder ("changes in sexual drive") and female sexual dysfunction ("changes in sexual performance") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menopausal symptoms ("menopausal symptoms") and pain ("pain") and was found to have ultrasound ovary abnormal ("(more than once) ultrasound technicians are unable to find one ovary"). At the time of the report, the genital haemorrhage, arthralgia, sleep disorder, depression, anxiety, pruritus, libido disorder, female sexual dysfunction and weight increased outcome was unknown and the menopausal symptoms, pain and ultrasound ovary abnormal had not resolved. The reporter considered anxiety, arthralgia, depression, female sexual dysfunction, genital haemorrhage, libido disorder, menopausal symptoms, pain, pruritus, sleep disorder, ultrasound ovary abnormal and weight increased to be related to essure. The reporter commented: the consumer stated she expelled a baseball sized clot during a job interview. She was currently on medical leave. She would sue bayer. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one ovary not seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc. Event problem codes information field was amended. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.